Event description:
Boston scientific crm received information that during a replacement procedure for normal battery depletion, the terminal pin of the right atrial (ra) lead separated from the terminal ring when the physician removed it from the header. No adverse patient effects were reported.

Manufacturer narrative:
The lead was surgically abandoned. As the lead will not be returned for analysis, the clinical observations cannot be confirmed.